Manufacturer narrative:
An event regarding thread damage involving a cutting edge impactor was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned in used condition. The thread of the returned device were found stripped off. Material analysis engineer concluded that damage observed on threads consistent with cross threading and off-axis loading. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: no other events reported for the lot indicated. Conclusions: it was reported that the threads of the trident impactor handle and tritanium window trial stripped off of both items during impaction of the trial window. The device was returned in used condition. The thread of the returned device were found stripped off. Damage observed on threads consistent with cross threading and off-axis loading. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation for this event is possible at this time if additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The thread off the trident impactor handle and tritanium window trial stripped off both items during impaction of the trial window.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The thread off the trident impactor handle and tritanium window trial stripped off both items during impaction of the trial window.